Event description:
It was reported that during implant, a pacing failure was noted when the pulse generator was connected to the lead. Pacing was not observed even at maximum output. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.